Event description:
Event took place in other country. The device is a private label variant of an original pajunk-device. According to end-user's narrative, the tip was overloaded, bent and broke within the bone. The pt had to undergo surgical procedure under anesthesia in order to remove broken tip.

Manufacturer narrative:
Event took place in other country. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the current device history record and the raw material history files as well as post market surveillance showed no recorded quality problems or rejections related to this incident. The device involved is requested from customer.